Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing using the returned accessories without duplicating the report. The device was recertified and returned to the customer. The clinical data was not available for review. By design, the e series advisory defibrillation feature will automatically charge should the device advise a shock. However, it will not automatically discharge. The device will only discharge via button press by the user. No clinical data was available to evaluate the shock advised decision as part of the investigation. Analysis of reports of this type has not identified an increase in trend.